Manufacturer narrative:
H10: device evaluation: lens returned in a microcentrifuge vial with moisture. Visual observation found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -9.50/5.0/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.